Event description:
A customer reported experiencing an alarm 2 followed by an alarm 26, indicating an occlusion event. There was no adverse impact to the customer¿s blood glucose level. The issue was resolved by changing the infusion set and cartridge and resuming insulin.